Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. One open box with thirty-five representative unopened samples was received for analysis. Product code vcp359h, upon the visual inspection of the received box, it was found that contained thirty-five foil packets instead of thirty-six packets. As per product requirements, the box should contain thirty-six packaging. Additionally, there is evidence that the packages were removed from the box and the lash dispenser was removed from the box. As part of our quality process, the manufacturing records of this lot-batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. Although no conclusion could be reached on the cause of the reported event, as part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. Before use on the patient, it was reported that there was one package of product less than expected in the box when just opened. There should be thirty-six packages of products in the box, but actually there were only thirty-five packages of products. Changed another one to complete the surgery. No additional information could be provide. The product was returned to ethicon for evaluation. One open box with thirty-five representative unopened samples was received for analysis. Product code vcp359h, upon the visual inspection of the received box, it was found that contained thirty-five foil packets instead of thirty-six packets. As per product requirements, the box should contain thirty-six packaging. Additionally, there is evidence that the packages were removed from the box and the lash dispenser was removed from the box. There were no adverse consequences reported. Additional information was requested.